Manufacturer narrative:
The reported event of blood seen at the terminal pin was confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood. Visual inspection of the lead found blood inside the connector region occurring at the time of procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event is consistent with that occurring at the time of the procedure.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the right ventricular lead had blood seen at the terminal pin when the stylet was removed from the lead prior to placement. The physician elected to complete the procedure with a different lead. The patient was in stable condition.